Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, there was a bluetooth connection issue between the transmitter and g5 mobile application. No additional patient or event information is available. Data was provided for evaluation. The reported bluetooth connection issue was not confirmed via data. However, data evaluation did confirm a transmitter failure on 10/22/2016. The root cause could not be determined post-investigation.